Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). The lot# of the affected product was not provided by the customer. Related to capa005781. Risk management review: a review of doc-035405 medical device hazard analysis (rev 13), identifies the hazard situation as "4.36 - stopcock valve unable to turn / rotate and/or handle breakage." The risk level is considered moderate. Based on complaint of "broken stopcock." This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation; an image was provided and attached to the complaint record. Additional testing and evaluation could not be performed as the product was not returned. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: broken / damaged - stopcock* *confirmed by image only.

Event description:
Nt821731c - broken stopcock. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint(B)(4). Doc-035405 rev 13 risk analysis spreadsheet - eds 3 external drainage system hazard 4.36 - stopcock valve unable to turn / rotate and/or handle breakage effect (harm): delay in patient treatment, over / under drainage of csf and infection residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Reference to (B)(4). Further investigation to be carried out.

Event description:
Nt821731c - evd stopcock break. No injuries.